Event description:
It was reported that the customer encountered a malfunction with their pump, identified by the code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but since the malfunction code recurred, the pump was within warranty, and arrangements were made for a replacement. The customer was informed about using multiple daily injections (mdi) as a backup therapy to maintain insulin delivery, and instructions were provided to return the defective pump to tandem.